Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, a patient swallowed the device. After 15 minutes, the recorder started blinking red, indicating fault. The patient went back to the hospital where they checked belt and recorder but could not get a signal from the capsule so they removed the recorder and belt and sent the patient home. When patient came back for a re-study (B)(6) 2016, she said that the capsule from the original procedure came out after a couple of days in two separate parts. Patient had not felt anything wrong so had not notified the hospital. Also did not keep the capsule parts or take photo of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. The study did not confirm the report that the recorder was blinking red indicating a transmission issue. A review of the device history record indicates that the product was released meeting finished product specification. As no product was received for investigation, no conclusion could be determined. If information is provided in the future, a supplemental report will be issued.